Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was frozen on the boot up screen. A technical support specialist (tss) found that in remote smart service (rss), version was shown as 4.8, while all other devices were at 4. 12. The tss followed the knowledge article ¿station boots to blue screen/app does not auto-launch¿, deployed the rss package which included rss agent 4.12 med and the pyxis anesthesia station (pas) package, dialed into the device and verified that it was at the logon screen for users, then logged into the application and performed a reboot to resolve. The device booted up as expected without any issues. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the system was frozen on the boot up screen. The customer stated that this malfunction caused a delay in dispensing medication to patients and the user managed to get the medicines from another station. However, there were no adverse events or injuries reported based on this event.